Event description:
Pt in CT with right internal jugular venous double lumen power line rated at 5ml/sec. Line cleared for use and was flushed and good blood return. Upon injection of contrast a 4ml/sec. Graph showed rise, plateau and then sudden drop in pressure line was found busted with blood flowing out. Line immediately clamped off.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting to determine if the sample will be returned for evaluation. Requests for the sample have been made to the reported with no response to date. When the investigation is complete, a final report will be submitted.